Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was confirmed due to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.